Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon extracted from her body [foreign body in reproductive tract]. String of the tampax tampon she was using broke [device breakage] . String snapped when I was trying to remove the tampon. [Complication of device removal]. Case narrative: consumer reported via phone that the tampon string snapped. No serious injury was reported.

Event description:
Tampon extracted from her body [foreign body in reproductive tract]. String of the tampax tampon she was using broke [device breakage]. String snapped when I was trying to remove the tampon. [Complication of device removal]. Case narrative: consumer reported via phone that the tampon string snapped. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.